Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), inguinal mass ("lump in the groin"), fatigue ("fatigue"), depression ("depression"), musculoskeletal pain ("muscle and joint pain"), dyspareunia ("pain after intercourse"), burning sensation ("burning"), migraine ("migraines") and pain in extremity ("leg pain"). At the time of the report, the pelvic pain, inguinal mass, fatigue, depression, musculoskeletal pain, dyspareunia, burning sensation, migraine and pain in extremity outcome was unknown. The reporter provided no causality assessment for burning sensation, depression, dyspareunia, fatigue, inguinal mass, migraine, musculoskeletal pain, pain in extremity and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-jan-2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), inguinal mass ("lump in the groin"), fatigue ("fatigue"), depression ("depression"), musculoskeletal pain ("muscle and joint pain"), dyspareunia ("pain after intercourse"), burning sensation ("burning"), migraine ("migraines") and pain in extremity ("leg pain"). At the time of the report, the pelvic pain, inguinal mass, fatigue, depression, musculoskeletal pain, dyspareunia, burning sensation, migraine and pain in extremity outcome was unknown. The reporter provided no causality assessment for burning sensation, depression, dyspareunia, fatigue, inguinal mass, migraine, musculoskeletal pain, pain in extremity and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.